Manufacturer narrative:
The pump passed the displacement and rewind tests. The pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to severe moisture damage on the force sensor resistor. Unable to perform the self test, off no power, unexpected restart, occlusion, excessive no delivery or operating current measurements due to the prime anomaly. The drive support disk was inspected and no anomalies were noted. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, scratches on the reservoir tube window, cracked battery tube threads, a corroded motor assembly and moisture damage on all electronic assemblies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 265mg/dl. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.